Manufacturer narrative:
An event of a valve replacement after 9 years due to high gradient was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 21 mm trifecta valve was implanted. On (B)(6) 2020, due to high gradient, the patient underwent a tavi valve-in-valve procedure with an unknown sized unknown device. The patient is stable.